Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by viewing the instrument log. Fse cleaned and lubricated the z-axis guide rod and checked the sample alignments. Then a quality control run was performed by the fse and all results were within specification and without any error. The instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were two (2) similar complaints including this one identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting, states the following: the 710 z1-axis error: explanation: operation error in z1-axis. Countermeasure: inspect z1-axis. Execute smp.reset. The most probable cause of the reported issue was due to dirty guide rail. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 710 z1-axis error on their g8 instrument. The customer replaced the sample needle due to it being bent slightly, but the error still occurred. The technical support specialist (tss) advised the customer to clean the guide rail and the drive gear. Then the customer ran samples without any errors. Customer reported that the hemogard tubes are being punctured slightly off center. Three days later the customer calls back stating that the 710 z1-axis error started occurring again. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.